Manufacturer narrative:
Customer reports that the s12 patient monitor will power off after 10-15 minutes of use and that no alarm or error message occurs. Customer stated they ensured that the unit was charged for 24 hours before it was used. The device investigation is ongoing; however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a follow-up report.

Event description:
Customer reports that her s12 patient monitor will power off after 10-15 minutes of use and that no alarm or error message occurs. Customer stated they ensured that the unit was charged for 24 hours before it was used.

Manufacturer narrative:
Device was returned for evaluation. It was found during testing that the device would shut off after about 10-15 minutes of use. The cause was determined to be a corrupted main board and processor board. The processor board was replaced to resolve the issue. Based on this information, no further action is required.